Event description:
It was reported that ¿on (B)(6) 2009, plaintiff was implanted with the ams sparc sling¿ to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff¿s attorney alleges that the ¿plaintiffs have suffered, and will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, disability, and loss of enjoyment of life.¿ the plaintiff¿s attorney also alleges that the ¿plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo additional corrective surgery.¿

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.